Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) would not calibrate. The device was not changed out, as the user continued on with case using cdi blood parameter monitor (bpm) unit as a reference for fractionated of inspired oxygen (fio2) changes. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.